Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination was performed on the returned flextome cb monorail device. The balloon was observed to be unfolded and saline solution was present within the balloon which indicated it had been subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied and liquid was observed to be escaping from a pinhole leak which was situated 1mm distal to the distal edge of the proximal markerband. A visual examination of the tip, balloon and markerbands identified no issues which could have potentially contributed to this complaint. Microscopic and visual analysis showed that the blades were intact and fully bonded to the balloon surface. No damage was observed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02193 it was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). During the procedure, a wire was crossed and dilatation was performed using a non-bsc balloon catheter to treat the chronically totally occluded in-stent restenosis. A 10/3.25 flextome¿ cutting balloon¿ was then used inside the stent, however the balloon ruptured during first inflation at 7 atmospheres for 20 seconds. The device was exchanged with a 10/3.00 flextome¿ cutting balloon¿ but the same issue occurred. The procedure was completed with a 3.0mmx14mm non-bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02193. It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). During the procedure, a wire was crossed and dilatation was performed using a non-bsc balloon catheter to treat the chronically totally occluded in-stent restenosis. A 10/3.25 flextome¿ cutting balloon¿ was then used inside the stent, however the balloon ruptured during first inflation at 7 atmospheres for 20 seconds. The device was exchanged with a 10/3.00 flextome¿ cutting balloon¿ but the same issue occurred. The procedure was completed with a 3.0mmx14mm non-bsc balloon catheter. No patient complications were reported.